Event description:
It was reported that patient underwent an acl reconstruction procedure that utilized an anchor on (B)(6) 2015. During the procedure, the anchor did not deploy and the implant could not pass through the canal. Another anchor was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.